Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and oversensing. As received, a complete lead was returned in two pieces. The reported events of failure to capture and oversensing were not confirmed. Visual examination of the lead found the helix was partially extended and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix could be retracted and extended. The measured full helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During follow-up, a loss of capture and noise resulting in oversensing was noted on the right atrial (ra) lead. X-ray imaging was performed and revealed ra lead dislodgement. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.